Event description:
During a lead replacement procedure, the setscrew could not be loosened from the header of the device which resulted in the failure to disconnect the lead from the device. The device was then explanted and a new device was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of unable to remove the lead was confirmed. Analysis revealed there was blood accumulation in the v-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the lead difficult to remove. The setscrew had no effect on lead removal since it had been untightened normally by the physician and the lead still was difficult to remove from the header. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.